Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to severed yellow (pgnd) wire in the trunk cable and a shorted (B)(4) diode array on the distribution node pca. The trunk cable had been cut, damaging the wire. The root cause for the shorted diode array could not be positively identified. The root cause for the damaged wire was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was producing a service code 204 (belt/monitor unusable).